Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information received, it was reported that device got defective during the procedure. No additional info received. The complaint device was received and evaluated in (B)(6). Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation and blood residues. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation and coagulate function were activated for 1 minute, the electrode was not working as intended. The electrode was sent to the manufacturer for further evaluation. The vapr s90 w/ hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed the device not returned in the original packaging. The distal tip of the device appears to have been used. There is a residue on the ceramic, return tube and heat shrink. There is no obvious damage to the cable, handle or plug. The device as presented showed no continuity on the active circuit and showed no signs of activation on ablate or coagulate. The testing confirmed the customer complaint. A DHR review has been performed for lot u2006090; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The investigation confirmed that the device did not function, a break in the active continuity circuit was discovered. The location of the break was found to be across the solder joint pocket. A CAPA has already been initiated and this complaint will be added to the scope of this CAPA. Potential root causes to be investigated as part of this CAPA will be the manufacturing process, specifically the soldering activity. As detailed in the product control plan this product is 100% inspected for continuity and capacitance as part of its product test regime therefore all reasonable containment is in place. It is likely the solder joint deteriorated further during transportation after passing process controls. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in belgium that during an unknown surgery on (B)(6) 2021, it was observed that the vapr s90 w/ hand controls device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there were residues on the suction tube, ceramic, return tube and heat shrink. It was further determined that the device showed no continuity on the active circuit and showed no signs of activation on ablate or coagulate. There were no adverse patient consequences reported. No additional information was provided.